Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a damaged / cracked reference electrode (part number mu919700) which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous low sodium patient results. There was no change in patient treatment in association with this event. The customer stated controls (qc) were erratic prior to this event.